Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 14 mmol/l (252 mg/dl) while wearing the pod between 37 and 48 hours, on their arm. Symptoms reported include high blood glucose, nausea, vomiting, loss of breath, and confusion. Patient stated the pod was leaking during wear and there was irritation at the infusion site. The patient was treated with fluids, and insulin infusion while in the hospital. Patient was prescribed lantus long acting insulin, 24 units to apply and fiasp, a short acting insulin for the bolus needed for each meal, units depending on the amount of carbs, cu was advised to not apply a new pod, using only the backup method prescribed. The pod was removed at the hospital. The patient was released on (B)(6) 2025. A follow-up appointment was scheduled with the diabetic nurse on (B)(6) 2025, to review omnipod 5 function, before restarting use of pods.